Event description:
It was reported that the device was at elective replacement indicator (eri) less than three years after implant. It was noted that device outputs were high due to known high thresholds on the left ventricular lead. The device was explanted and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 5071-53 implantable pacing lead (B)(6) 2011; 5076 implantable pacing lead (B)(6) 2010; 4194 implantable pacing lead (B)(6) 2010; 6935 implantable tachy lead (B)(6) 2010. (B)(4).